Manufacturer narrative:
The reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issue was observed. Complaint of "short circuit" error message was confirmed. Product failed functional testing with a short circuit error in port a only. Cause of errors is a defective electronic component on the main digital pcb. Product passed functional testing with a known good main pcb installed. The complaint was confirmed and the root cause has been determined to be a defective electronic component. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
The reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issue was observed. Complaint of "short circuit" error message was confirmed. Product failed functional testing with a short circuit error in port a only. Cause of errors is a defective electronic component on the main digital pcb. Product passed functional testing with a known good main pcb installed. The complaint was confirmed and the root cause has been determined to be a defective electronic component. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. (B)(4).

Event description:
It was reported that the controller shows circuit and it gets hot. No case reported; therefore, there was no patient involvement all available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.